Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely when the user was performing high-frequency cauterization they came in contact with mucosa and did not push an endo therapy accessory out to the visible position of the green marking in the sheath of the accessory, and electrified without contacting electrode of an endo therapy accessory with mucosa. In addition, when performing laser cauterization, the user irradiated the laser without securing distance from the device end to tip of a laser probe, and when performing argon plasma coagulation, apc, the user did not protrude an apc probe to the visible position of the black ring at tip of the probe on endoscopic image. As a result, the event occurred. Instructions for use (IFU) provides the detection method in the following item. Operation manual: 3.3 "inspection of the endoscope: inspection of the endoscope. IFU provides the preventive measures in the following item. Operation manual: 4.3 "using endo therapy accessories." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope had a leak in the distal area of the working channel. The device was returned for evaluation. During the device evaluation, a distal end burn due to mishandling with high energy hand instruments was found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation finding was: air/ water leakage from distal end due to deterioration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital. Added here due to character limitation in respective field.